Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A valid lot or serial number was not provided for the test strips. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc reader's built in meter. The customer reported unspecified low glucose results from the built-in meter, and developed diabetic ketoacidosis. The customer reported laboratory blood glucose results of 23 mmol/l and 23.6 mmol/l compared to built-in meter results of 4.6 mmol/l and 9.5 mmol/l. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer was provided unspecified treatment via IV by a healthcare provider. Post treatment laboratory result of 7.2 mmol/l against built-in meter result of 6.8 mmol/l was reported. There was no report of death or permanent injury associated with this event.